Event description:
The patient dislocated her hip. The surgeon decided to exchange the articulating pair to an option with an offset.

Manufacturer narrative:
Due to a dislocation, a patient (female, 80 years) had to undergo revision surgery. Neither the explants nor intraoperative images are available, therefore no optical examination can be executed. The manufacturing documents were checked and do not show any deviations. Neither the surgical techniques nor the instructions for use show any deviations. Based on the available data, no technical cause could be found. The occurrence rate is below the accepted threshold.

Event description:
The patient dislocated her hip. The surgeon decided to exchange the articulating pair to an option with an offset.